Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a scorpio total knee to a triathlon ts due to implant subsidence.

Event description:
Surgeon revised a scorpio total knee to a triathlon ts due to implant subsidence.

Manufacturer narrative:
An event regarding revision due to wear involving an unknown scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: a comment of the provided medical records by a clinical consultant indicated. There is a primary arthroplasty report of 2003 to document a normal primary procedure without issues. There are post event x-rays to confirm gross loosening of the tibial baseplate with severe osteolysis and migration of the baseplate. Femur and patella still appear stable. There is so much secondary destruction on the tibial side that it becomes difficult to establish a root cause of the loosening problem. It may have to do with cementation technique but there is still cement around the keel. Also poly wear may be a problem but there is no asymmetry of bearing thickness. As such is there too much guess about the failure mode that the root cause of failure cannot be established with the current information. More x-rays, especially early post implantation, would be required to help solve this case. The current x-rays have too much damage to bone to and change in component position to allow reconstruct of early post implantation issues. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: an event regarding revision due to wear of an unknown scorpio insert was reported. Clinician comment on the medical records received confirmed gross loosening of the tibial baseplate with severe osteolysis and migration of the baseplate. Femur and patella still appear stable. There is so much secondary destruction on the tibial side that it becomes difficult to establish a root cause of the loosening problem. It may have to do with cementation technique but there is still cement around the keel. Also poly wear may be a problem but there is no asymmetry of bearing thickness. As such is there too much guess about the failure mode that the root cause of failure cannot be established with the current information. Further information such as product identification and return, additional x-rays, especially early post implantation, would be required to help solve this case. The current x-rays have too much damage to bone to and change in component position to allow reconstruct of early post implantation issues. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.